Event description:
Info received indicates the left head siderail is not latching.

Manufacturer narrative:
The tech found the latch cover plate was hooked on the latch hook on the inside of the siderail arm. The tech adjusted the latch cover to the correct position to repair the bed.